Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient was given a peri-procedural loading dose of clopidogrel. The 90% stenosed target lesion was located in the mildly calcified left anterior descending artery. The physician placed an unknown manufacturer's guide wire, and then started treating the target lesion with predilation using a non-bsc balloon. The physician was unable to cross the target lesion using a 3.0x20mm promus element stent and then the physician observed stent damage. The physician successfully removed the device and completed the procedure using another of the same device. No patient complications were reported and the patient's post procedure condition is stable. The patient was discharged on aspirin, clopidogrel and statin.

Manufacturer narrative:
Device evaluated by MFR: the device was returned in 2 separate sections as a result of a break in the shaft. The hypotube was broken 19cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The patient was given a peri-procedural loading dose of clopidogrel. The 90% stenosed target lesion was located in the mildly calcified left anterior descending artery. The physician placed an unknown manufacturer¿s guide wire, and then started treating the target lesion with predilation using a non-bsc balloon. The physician was unable to cross the target lesion using a 3.0x20mm promus element stent and then the physician observed stent damage. The physician successfully removed the device and completed the procedure using another of the same device. No patient complications were reported and the patient's post procedure condition is stable. The patient was discharged on aspirin, clopidogrel and statin.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).